Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral inner thighs using a cooladvantage petite applicator and outer thighs using a coolsmooth pro applicator both on (B)(6) 2017 who developed paradoxical hyperplasia after treatment. Ph was diagnosed on (B)(6) 2018 was described as firm and demarcated in the shape of the applicator to the outer thigh. Inner thigh felt soft but patient describes thighs now rub together and they found this very uncomfortable.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral inner thighs using a cooladvantage petite applicator and outer thighs using a coolsmooth pro applicator both on (B)(6) 2017 who developed paradoxical hyperplasia after treatment. Ph was diagnosed on (B)(6) 2018 was described as firm and demarcated in the shape of the applicator to the outer thigh. Inner thigh felt soft but patient describes thighs now rub together and they found this very uncomfortable.